Event description:
It was reported that the customer was hospitalized in intensive care unit due to urinary track infection, high blood glucose and ketoacidosis. Caller stated that the customer's blood glucose reading was 19.13 mmol/l at the time of admission. Caller stated that the customer was vomiting and the pulse was 150. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.